Event description:
It was reported, that the implantable cardioverter defibrillator (ico) device. And non-boston scientific leads exhibiting high, out of range shock impedance of 120 ohms to 154 ohms. A technical service (ts) consultant reviewed, the remote monitoring data. Ts advised to perform a 41j shock. And test what shock impedance is when doing it. Perform lead integrity testing, to include a x-rav. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).